Event description:
It was reported that during a colon resection procedure, the device locked out and would not fire. The surgeon tried to reverse the knife and broke the handle to retrieve the knife. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement, broken closing trigger, damaged articulation. Additional information was requested and the following was obtained: on what tissue type was the device used? Colon. At what location on the tissue?sigmoid. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur?first. What color cartridge was being used?unknown. What other color cartridges were used before and after this event?unknown. Was buttressing material utilized? If so, which product?unknown. Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when?no. Were any of the forces higher or lower than expected (closing, firing, or opening)? Locked out. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?unknown. Was there any difficulty removing the device from the tissue? Yes, locked out. Difficulty getting out of lock-out. The device was received for analysis with a blue cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. During further evaluation, the closing trigger was noted to be broken in closed position. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Once the joint cover was removed to evaluate the articulation feature, one articulation link was noted to be disengaged causing the device would not articulate as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.